Event description:
Customer reported a past high blood glucose displayed as "high; although specific value was not provided. Cause was not known. To resolve the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi). Customer service recommended consulting with a healthcare provider to understand potential factors affecting the levels, and the customer agreed to this advice.